Event description:
It was reported that pump malfunction occurred after pump fell in water and then shut off, and customer could not view malfunction code or use pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.